Event description:
A customer contacted beckman coulter inc. (Bec) reporting a diluent leak from the manual probe on their coulter lh 500 hematology analyzer and onto the counter. The customer was unable to determine the volume of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) had a phone conversation with the customer. The customer stated that the rinse block was not coming down all the way therefore probe was not being backwashed properly. Fse had the customer run probe wash test 5 times which resolved the backwash and the leak issue. The cause of the leak was the rinse block. (B)(4).